Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A valid serial/lot number was not provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that there were four instances in the past two months of tubing leakage where the patient has noticed white residue around the filter. The infusion rate of the pumps typically range from 2-3 ml/hr and the crystallization from leakage occurs at minimum 9 hours after pump started running. Patient was receiving expected 46 hour infusion. Event occurred after leaving infusion clinic. Patient had received infusion in the past without issue. The product didn't issue contribute to patient or clinical injury but caused inconvenience to patient returning to clinic for replacement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.